Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter, when disconnecting from the IV connection tubing, the hub separated from the device. One (1) device was affected. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary material #: 367290 lot/batch #: unknown bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for cannula hub breaks off was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode cannula hub breaks off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter, when disconnecting from the IV connection tubing, the hub separated from the device. One (1) device was affected. No patient impact reported.